Event description:
During a coronary artery drug eluting stenting treatment procedure there was withdrawal difficulty and a dissection. The target lesion was located in a slight bend of a calcified portion of the left anterior descending (lad) coronary artery. A medtronic launcher guide catheter was placed and the physician deployed a 3.0x20mm taxus express2 drug eluting stent in the lad. The physician had difficulty withdrawing the stent delivery catheter and noted that the balloon felt sticky. The medtronic launcher guide catheter deep seated and caused a dissection proximal to the stent. The physician pulled a little harder, removed the stent delivery system and repaired the dissection with the placement of a 3.0x12mm taxus express2 stent. There were no other pt complications and the pt is reported as ok.